Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle tip snapped off during a procedure. They found it on the drape and discarded safely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during an open procedure, the needle tip snapped off. They found it on the drape and discarded safely. Another suture was used to complete the case. There was no patient injury.